Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was reading inaccurately high compared to an unknown meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when csr reviewed the call. The patient stated that the alleged product issue began six years prior to her contacting lfs, alleging that on an unknown date in 2013, she obtained a blood glucose result of ¿150 mg/dl¿ on the subject meter compared to a result of ¿130 mg/dl¿ on an unknown meter. The time between the results is unknown. The patient reported that she manages her diabetes with oral medication (metformin), and that she made no changes to her normal diabetes management in response to the alleged issue. At an unknown time after the alleged issue the patient reported that she developed symptoms of ¿high blood pressure and hands shaking¿. There is no evidence she required or received any treatment for the alleged symptoms. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.